Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's son posted on a social media website that the implantable pulse generator (ipg) was "attacked by some kind of wave", resulting in lack of blood to the hands and feet and subsequent shaking of the hand. The ipg remains in use. No patient complications have been reported as a result of this event.